Manufacturer narrative:
Medwatch sent to FDA on 05/08/2008.

Event description:
The physician called to report that during a treatment with cosmoderm 1, the needle disengaged and the product spilled. There was no injury to the pt or the physician. Note that the physician only provided a partial lot number and therefore, no DHR can be completed.